Event description:
Related manufacturing reference number: 2017865-2022-11252. It was reported that the patient presented to the emergency room after exhibiting unknown symptoms. Upon interrogation, it was found that the right ventricular (rv) lead exhibited loss of capture due to dislodgement. The physician decided to revise the rv lead. During the procedure, the chronic rv lead was able to removed from the header with no issues. When the physician went to plug the new lead into the header, he found it did not sit correctly in the header. When he tried to removed and reposition the lead in the header, he found the set screw was stripped. Both the pacemaker and new rv lead were removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of unable to remove lead was confirmed. Analysis revealed the user in the field was using a non-torque wrench tool to tighten the setscrew on the new lead. Since the tool used did not have a torque limiter the user continued turning the tool until it twisted and fractured inside of the setscrew inset. The fractured tip of the tool remained inside of the setscrew inset and was blocking other tools and wrenches from inserting into the setscrew to untighten the setscrew to remove the lead. During the analysis the fractured tip of the tool was removed from the hex inset. A torque wrench was then inserted into the setscrew inset and the setscrew untightened. The lead could then be removed from the connector. This anomaly was caused by the user not using a torque wrench as stated in the user¿s manual.